Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: on investigation, there was no evidence of call service 064 alarm in the available black box data or the pump¿s alarm history. The pump powered on normally without alarming. Rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours without malfunction or alarm. Investigation did not duplicate the complaint.